Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was insistent that they did not disconnect their driveline but they were getting a "driveline disconnect" alarm reading and "pump off." They were getting low voltage alarms for about 15 minutes prior and then the driveline disconnect and then pump off and then low voltage again. The patient stated their batteries were dying. Log files were sent for review. The event log captured low power advisory due to battery depletion on 10may2026 from 18:53:33 to 19:05:10. Power cable disconnect was also captured during this time. Driveline disconnect was captured at 19:00:24 and reconnected at 19:00:33. The pump was off for approximately 9 seconds. The event log continued to capture low power advisory until battery was replaced at 19:05:17. The pump returned to normal operation on once it ramped up the normal settings the battery was changed. The cause of the driveline disconnect and power cable disconnect were not identified.